Event description:
It was reported by the customer that a bd pyxis medbank system cubie did not open. When tried to issue ms contin 30mg. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
It was reported by the customer that a bd pyxis medbank system cubie did not open. When tried to issue ms contin 30mg. There were no adverse events or injuries reported based on this incident.